Event description:
A user facility reports that, during intraocular lens (iol) implant surgery, a defect was noted on the lens. It was removed and replaced immediately. There was no impact/injury to the patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2008 by mail. A completed questionnaire was received on 10/27/2008.